Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 6atm and was removed using the normal method. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.